Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18292. It was reported that both of the patient's leads had migrated. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 3006705815-2022-18292. Additional information received indicates that surgical intervention was undertaken on 20 december 2022, where both leads were explanted and replaced with a paddle lead. Therapy was restored post-op.